Event description:
It was reported that the device was intermittently capturing. Asystolic episodes were seen on telemetry. During interrogation of the device, pacer spikes were visible but were not capturing for several beats. Exit block was also reported. The device was reprogrammed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.